Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced low blood glucose after dinner while using the ilet, with a cgm alert for low glucose, an initial confirmatory fingerstick of 54 mg/dl, and subsequent recovery after ingesting oral carbohydrates (gummy bears). A second fingerstick reading of 89mg/dl was reported at the time of call; the event was categorized as hypoglycemia with cause unclear and troubleshooting and education were completed. Symptoms included lightheadedness. Outcomes included self-treatment with oral glucose and no need for medical intervention or assistance. Investigation included review of the reported event details, device use context, and user education on potential causes and monitoring. Investigation of this case revealed no device malfunction reported and no component failure identified, with the event consistent with hypoglycemia of uncertain origin. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.